Manufacturer narrative:
Batch review performed on 29 january 2026. Gmk-spherika 02.12.e0311fr gmk-sphere tibial insert e-cross - flex 3r - 11mm (k202022) lot 2423954: (B)(4) items manufactured and released on 03-oct-2024. Expiration date: 19-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 10 months from the primary, the patient came in presenting instability and the cause is unknown. The surgeon revised the insert from an 11mm to a 14mm to address the instability. The surgery was completed successfully.